Event description:
Related manufacturer report # : 2017865-2022-12945. It was reported that the system was explanted due to an infection and erosion. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.